Manufacturer narrative:
Device 2 of 3. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
End user reports from his recent order, catheter tips are cutting him causing bleeding. No photo available defect not visible and he discarded them all already.

Manufacturer narrative:
Investigation: the complaint has been evaluated. No photo or samples have been received for this complaint. All raw materials used in the production of the affected lots were verified to be correct and within specification. No nonconformances were recorded during the production process of catheters. A review of machine logbooks showed that certain settings recorded during catheter manufacturing may have had an influence on the reported observation. The settings were optimized and production continued. All tested catheters met the acceptance criteria. Review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the mentioned lot. No other complaint was received to this lot. The batch record review indicates no discrepancies. This issue will be monitored through the post market product monitoring review process. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.